Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated. Revision status is unknown.

Event description:
It was reported by the patient's legal counsel that the patient received the tibial component in an uncemented application and is now showing lines/symptoms of loosening. The patient was implanted with a persona tibia, persona femur and a tm primary patella. Note that the persona tibial and persona femoral component are of zimmer biomet warsaw design control and the tm patella is of zimmer biomet tmt design control.